Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii lvas, serial number (B)(6), and the reported events could not conclusively be established through this evaluation. The account submitted log files for review. 197 pi events were recorded throughout the log file. The pump remained above the low-speed limit and appeared to be functioning as intended. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). The heartmate ii lvas IFU (rev. E) is currently available. Section 1 of this IFU lists hemolysis as an adverse event that may be associated with use of the heartmate ii left ventricular assist system. Additionally, section 6 "patient care and management" outlines the recommended anticoagulation therapy and inr range. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on 06apr2015. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted due to lactate dehydrogenase levels being over 1000 u/l. The patient has had persistent hemolysis for the past two years. The patient denied alarms, however flows occasionally went above 9w (baseline is 7w) and pis above 10. The patient was generally asymptomatic with no power spikes or speed fluctuations. The log file captured clusters of pi events. The site reported the hemolysis is device related and the device is operating as expected. Hematuria was confirmed with urinalysis. The patient is currently waitlisted on the transplant list as status 3 due to hemolysis and there is no plan for pump exchange and this time.